Event description:
During initial implant procedure, an out-of-range pacing impedance was observed on the right ventricle (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted during the same procedure and replaced with a new lead to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.